Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, h2, h3, h4, h6 complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the liner is still locked inside of the shell. There was no visible damage to the liner or to the shell. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (summarized by hcp) findings: ¿ hip luxation with separation of shell ¿ new shell and liner placed ¿ minimal dictation ¿ per: initial head retained in revision procedure device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a left hip revision approximately 1 month post implantation due to dislocation and disassociation of the bipolar component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 163661 28mm dia cocr mod hd -3mm nk lot# 218780. Unknown stem . Unknown cup. Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01248.

Event description:
It was reported the acetabular head luxated from the liner. The liner was removed and replaced. Attempts have been made and no further information has been provided.